Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient presented to the hospital with pleuritic chest pain. The ventricular lead exhibited loss of capture. The lead was explanted and replaced.